Event description:
The resuscitator reportedly did not function correctly during a code allegedly because the check valve was detached from the resuscitator housing. There was no pt compromise due to this event.